Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on his back. The irritation was described as red, bumps, blisters, and open skin. There was no alleged device malfunction contributing to the irritation. Patient was seen by a physician. The patients wife has a medical background and applied a medicated cream and bendadryl. The wife did not give the name of the medication. Follow up indicated the irritation improved.